Event description:
It was reported that an oxygen barrier container bag was found to be leaking before patient use. The customer stated that two puncture marks were visible at the additive site. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Visual inspection revealed two puncture marks on the additive site arrow. The bag was inflated with air and leak tested under water. No leaks were revealed. Additional information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.